Event description:
The customer reports that a break of the proximal extension line was discovered by chance, no clinical consequence for the pt. The pt was placed in a trendelenburg position and the catheter was removed.

Manufacturer narrative:
(B)(4).